Event description:
It was reported that a patient sustained a radius fracture at the right radial shaft due to an assault on (B)(6) 2014. The patient underwent an initial procedure on (B)(6) 2014 during which a 2.7mm locking plate and screw construct was implanted. On (B)(6) 2015, the patient was involved in a domestic violence assault and was kicked in the radius, in the region of the implanted plate. Subsequently, the plate bent. The plate bent where the fracture was initially, in between the screw holes. The patient re-fractured the radius in the same area as the original injury. The patient was returned to the operating room on (B)(6) 2015 for a revision procedure. The surgeon removed all hardware and revised the patient to the small fragment plate and screw construct. The surgery was successfully completed with no delay in surgery. This report is 1 of 8 for (B)(4).

Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Date of event is likely (B)(6) 2015 ¿ but it is unknown if the plate bent on that date or prior to it. Complainant part was returned to the patient by the healthcare facility and is not expected for manufacturer receipt/review. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: june 12, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.